Manufacturer narrative:
The catheter was received in 4 segments. Analysis of the catheter found ¿catheter body ¿ user related hole¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 2009-05-15, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 12.5 mcg/day via an implanted pump. The event/difficulty occurred on (B)(6) 2020 during normal use. The 8709sc was replaced on (B)(6) 2020 with an 8780 and would be returned. It was noted per the patient¿s mother, he had been experiencing intermittent increasing hypertonia and increasing pain on/off since mid-(B)(6) and sought medical intervention on (B)(6) 2020 and brought the patient to the hospital. No other signs/symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. It was further reported a 100 mcg bolus was programmed through the pump on (B)(6) 2020 but without any affect. They attempted a catheter dye study but only was able to withdraw a "minuscule" amount of fluid and not enough to proceed with injection of dye, so aborted the diagnostic procedure. The pump was programmed from 888 mcg/day to minimum rate and treated with oral baclofen, valium and tizanidine. It was further reported upon disconnecting the 8709 sutureless connector from pump, spontaneous retrograde flow cerebrospinal fluid (csf) was observed from the catheter. They easily withdrew 3 ml csf from the catheter access port (cap) with the catheter reconnected, then easily withdrew 3 ml csf from the catheter proximal end with a blunt needle. It was noted the doctor felt scar tissue may have been causing the catheter to be kinked off. The decision was made to explant the entire 8709 catheter and replace it with a new 8780 catheter. The infusion rate was to be restarted at 501.3 mcg/day after priming the catheter only post-op. The patient was admitted as inpatient to be observed for any titration needs. Other medications the patient was taking at the time of the event included: tylenol oral suspension, albuterol inhaler, flovent inhaler, atropine eye drops, hyoscyamine sublingual, keppra, lacosamide, mylanta, senna, trazadone, oral baclofen prn, clobazam oral suspension, diazepam rectal, oxygen therapy, feeding tube. The patient¿s medical history included cognitive impairment, constipation, g-tube, focal epilepsy, hydronephrosis, hypoventilation, insomnia, muscle spasticity, pain, renal calcification, schizencephaly, scoliosis, spastic quadriplegic cerebral palsy, vargas nerve stimulator, tremors, and wolff-parkinson-white (wpw) syndrome. The patient¿s weight was (B)(6) kilograms. The issue was resolved at the time of this report and the patient¿s status was ¿alive, no injury.¿ no further complications were reported.